Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 377 mg/dl after changing the infusion set; the pump was delivering correction doses, and there was no observed bent cannula or leakage, with scar tissue at the insertion site considered as a possible factor. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education completed with no hospitalization. Investigation included review of user reports and device use, including confirmation of pump-delivered corrections and assessment of the infusion site and set lot. Investigation of this case revealed no device malfunction or component damage identified, and no confirmed infusion set failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.